Event description:
It was reported that the directtrend report was unavailable on the device. Abbott technical support was contacted and the device was reprogrammed. The patient was in stable condition.